Event description:
Customer reported the screen went black during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the main frame power supply. System operates as intended.